Event description:
Customer called to report a main diluter leak above the triple transducer module (ttm) area of the coulter lh500 hematology analyzer while performing instrument startup. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the diluter on the right hand side of the instrument. The tubing at pinch valve (pv) 43 was found as the source of the leak. Pv43 is the path for the cbc (complete blood count) waste drain. The fse cleaned the clear, dried fluid from within the diluter on the plastic cover over the laser, and then replaced the tubing for pv43. After these repairs were performed, there was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was the tubing going through pv43.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).